Event description:
The customer reported that the device did not complete an intended seal. The site contact was not able to provide additional details regarding the device or incident. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed no damage. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The device was tested for jaw gap and the measurement was within the allowed range. Additional functional testing was performed with porcine kidney tissue. Multiple seals on various size vessels were made. The returned device performed satisfactorily during this test. Covidien was not able to confirm the customer¿s report.